Manufacturer narrative:
(B) (4). (B) (4). Device #1: part # 12673-03, lot # 83010-6h indicated is being filed under medwatch MFR number 2953144-2010-00138. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #2 suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the left common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used and a suture break occurred. Hemostasis was achieved using manual compression. There were no adverse pt effects reported. Though requested, no additional info was available.